Event description:
In 2005, plates and screws were implanted for a pt wiht mandibular fractures on both sides. A few days later, 2 plates (01-08207) were fractured. The doctor replaced one plate (01-08216) in 13 days later. However, this plate fractured again. The other plates were replaced for the 3rd time and no breakage/ damage has been found so far.